Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid of the proximal conductor (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking and was breached cut.

Event description:
It was reported that the left ventricular lead had high thresholds and low impedance. It was also noted that there was a breech in insulation distal to the lead pin and proximal to the lead suture sleeve in an area that was coiled "tightly" underneath the device. The lead was removed and replaced. No patient complications were removed as a result of this event.